Event description:
It was reported that during an unspecified pca treatment procedure, 2 to 3 mm of the polymer tip of the pt2 moderate support 185 cm jtip guidewire broke off inside of the patient. The guidewire tip became caught on a stent strut in the circumflex coronary artery. A powersail 8/2.25 mm balloon was inflated for 3 minutes at the site of the lodged guidewire tip to secure the tip against the vessel wall. The patient is reported to be in satisfactory condition.